Event description:
It was reported that the patient underwent a surgical procedure to remove hardware at l4-s1 due to fusion occurring. During the removal, the driver tip broke off requiring the plate to be drilled off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed approximately 1.3mm of the driver instrument tip have been broken off. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.